Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 21-oct-2025, the user reported that on (B)(6) 2025, they were hospitalized following a hypoglycemic episode while using the ilet bionic pancreas. Prior to the event the user¿s glucose was elevated after dinner and a delayed meal announcement was entered when cgm readings were above 180 mg/dl, followed by additional correction doses. Glucose subsequently declined steadily, reaching 39 mg/dl. A caregiver called ems, and the user was transported to the hospital. They were treated with intravenous glucose and released the following day. No long-term health effects were reported.